Manufacturer narrative:
Summary of eval: the results of the eval performed suggest that the original event of premature set-up of the cement was attributed to a higher than recommended ambient temperature of the o.r. Or temperature of the mixing equipment used.